Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's spouse, that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and chest pain. Customer's blood glucose levels at the time of hospitalization 790mg/dl. Customer was treated with manual injection. It was also reported that the customer's insulin pump showed no delivery, the customer changed everything out and restarted the insulin pump. The spouse stated the insulin pump then gave the customer 19.2 units of insulin. Troubleshooting occured. No additional information was provided.